Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8709, lot# j0039973r, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Event description:
It was reported that the pump had been alarming for two years. The pump had reached end-of-service (eos) and had been dry since (B)(6) 2012. Since that time, the pump had not been in use. The patient had not received a new pump because the physician did not want to administer pre-implant antibiotics, but the patient wanted them due to his history of (B)(6) [refer to manufacturer report #3004209178-2015-05755]. Ten to twelve days after the pump stopped delivering medication, the patient became sick. He stayed in his room for five days and then spent ten days in the hospital due to the morphine withdrawal. It was indicated that the pump had previously been used to deliver morphine. The outcome of the event had yet to be reported. Further follow-up was being requested to obtain additional information.